Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl and lost consciousness. Cause was not known. Customer regained consciousness and consumed carbohydrates. Subsequently, the paramedics were called and treated the customer with intravenous sugar and fluids. It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Cause was not known. Reportedly, the customer required assistance due to a loss of consciousness and paramedics administered intravenous fluids to address bg. Once customer was regained consciousness they consumed carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management.